Manufacturer narrative:
The customer ran controls before this incident and the results were within ranges. A bec field service engineer (fse) was dispatched and evaluated the instrument and did not see any hardware or system issue. The fse performed probe alignment, checked probe obstruction and results were passing. The fse also reviewed the event log and did not see errors on sample system. Root cause is unknown. On (B)(6) 2011, the customer reported that the sample was collected in a microtainer and was then poured into a microtube and loaded onto the instrument. The customer believes that there might have been a bubble or air trapped at the bottom of the coned-shaped tube, therefore, sample was not picked up, which could have caused the erroneous result.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining an erroneously low total bilirubin (tbil) result of 0.04 mg/dl that was generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous result was reported out of the laboratory as <0.1 mg/dl for a sample from a 4-day old baby. The physician did not believe the result, and a redraw of a new sample was submitted for testing which yielded a result of 11.3 mg/dl. This value was amended. Per the customer's attached data, the delta check for this patient (from the prior day) has a tbil result of 7.7 mg/dl. Customer confirmed that there was no treatment or harm to the patient based on the false reported result.